Event description:
The customer observed discrepant architect cea patient results, where the initial result was elevated and the retest was less. The customer provided the following data: initial cea value: 13.5 ng/ml, retest in duplicate: 1.6 ng/ml and 1.5 ng/ml respectively. The customer questioned the result, as the last value for this specimen was 1.3 ng/ml. The customer believes this issue was related to error code 1007 (unable to process test, activated read failure) that had been occurring with increased frequency. The customer support center explained this was a possibility and asked the customer to change the lot of reaction vessels (rv?s). The customer removed all suspect rvs. The suspect patient results were not reported out of the lab and there was no impact to patient management.

Event description:
An asp account executive (ae) reported a customer alleging staining on the floor after processing their scopes in the aer and when they are hung to dry. The customer also reported that they noticed fluid dripping from their scopes. The customer reported that no single scope was determined to be the cause of the staining. The customer denied staining on pts. The ae reported that the asp field services engineer (fse) reported that the unit was fine. The ae went to the facility to assess their procedures.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.